Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg site and one of the leads migrated. Surgical intervention took place on (B)(6) 2024 wherein the ipg and leads were explanted and replaced to address the issue. Therapy was restored post procedure. Investigation was unable to determine which lead attributed to this issue.

Manufacturer narrative:
Date of event is estimated.